Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo left common iliac artery. A ht proceed 170t was attempted to cross with a non-abbott catheter; however, the guide wire became stuck and tip separated. A covered stent was used to further embed the tip into the anatomy. The failure to cross was noted to be due to anatomy and resistance with the non-abbott guide catheter. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
H6: code 2017 failure to follow instructions. A visual and dimensional inspection was performed on the returned guide wire and the reported tip separation was confirmed. The reported failure to advance, difficult to advance, and entrapment of the device were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. It was reported that the procedure was to treat a heavily calcified de novo left common iliac artery artery. A ht proceed 170t was attempted to cross with a non-abbott catheter; however, the guide wire became stuck and the tip separated. A covered stent was used to further embed the tip into the anatomy. The failure to cross was noted to be due to anatomy and resistance with the non-abbott guide catheter. There was no adverse patient sequela and no clinically significant delay. It should be noted that the instructions for use (IFU) guide wire hi-torque proceed ce, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. In this case, the reported IFU violation of use against resistance causing the tip to get stuck in the vessel does appear to have caused or contributed to the reported complaint. The investigation determined the reported failure to advance, difficulty to advance, entrapment of the device, tip separation resulting in unexpected medical intervention/additional therapy non-surgical treatment and device embedded in the vessel appear to be related to user error. Based on the reported information, it is likely that using the device against resistance and/or the technique used during advancement caused the tip to get stuck in the vessel. Manipulation against resistance resulted in the reported/noted tip and coil separation and subsequent coil damages. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: code 2017 failure to follow instructions was added.